Manufacturer narrative:
(B)(4). Reporter¿s complete address and phone number were not provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the neuro-tip leg was drilled and bent. It was determined that the issue with the drilled and bent leg was indicative of excessive side loading causing the burr device to flex and to come in contact with the leg of the neuro-tip. It was determined that the issue with the bent neuro tip was consistent with mishandling by dropping or hitting the device against something causing the neuro tip to bend. The assignable root cause was determined to be due to user error. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that the craniotome device was catching. During in-house engineering evaluation, it was determined that the neuro-tip on the device was drilled and bent. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in a surgical procedure or if a spare device was available. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The date of the event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.